Manufacturer narrative:
(B)(4). Investigation of the returned device confirmed the reported deployment issue with the thumbwheel. Abbott vascular (B)(4) performed a search of the complaint database for the product part number/lot number and found no other incidents for deployment issues with the thumbwheel. Av reviewed the product lot history record and found no manufacturing nonconformities related to the deployment issue. (B)(4) conducted a broader review of the complaint database and manufacturing records for a time period around when the product was manufactured and distributed and found no other occurrences of the same failure mode. There is no indication to suggest impact to a wider population or systemic issue. Av will continue to be monitor the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity and heavy calcification in the mid left superficial femoral artery (sfa). The absolute pro self-expanding stent system (sess) was advanced to the target lesion with no resistance; however, during deployment of the absolute pro stent, the thumbwheel locked up. Attempts to unlock the system were unsuccessful and about 1/3 of the stent implant had partially deployed at the target lesion. The system was pulled back and the proximal end fully deployed. The system was withdrawn from the patient successfully with no issues. The stent implant remained apposed at the target lesion, considering the deployment was not optimal. Post dilatation was performed to fully appose the stent to the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Because it was reported that the absolute pro was being used to treat the superficial femoral artery (sfa), it should be noted the indications section of the (IFU) states: the absolute pro vascular self expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery.